Event description:
Health professional reported that after patient was injected. Juvederm ultra plus xc in the prejowl sulcus and periorbital areas, patient experienced pain, swelling, maxillary sinus pain, and firm lumps. The patient attempted to massage away the lumps and caused bruising. Patient also experienced inflammatory reaction in the face and swelling in the right forehead and right marionette lines. The patient was prescribed azithromycin 500mg bid, predmix 5mg bid, rulide 300mg bid ciproxin 750mg bid. Additional information has been requested but has not been received at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012. Device evaluation summary: batch number h30l715316 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.